Manufacturer narrative:
A ge representative evaluated the system and replaced the motor relay board. System operates as intended. (B) (4)

Event description:
The customer reported the emergency stop is intermittently activating. No patient injury was reported.